Event description:
It was reported the atrial and ventricular rate setting knobs malfunctioned. Intermittent problem. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial and ventricular rate setting knobs malfunctioned intermittently. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed the original customer comment that the rate setting knobs malfunctioned, and found it due to the encoder flex being out of specification. It also found the battery contacts were compressed and the serial number label damaged.